Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient was performing peritoneal dialysis therapy while in the hospital. The patient was reported to have encountered drain complication and requested assistance. The technical support assisted the patient with troubleshooting drain complication. The cause and duration of the patient's hospitalization is unknown. It is currently unknown if the patient's hospitalization is related to peritoneal dialysis therapy. Due diligence attempts were exhausted and additional information could not be obtained.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. The device serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.